Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Both stems are reported on MFR 000182534-2017-02624 voiding MFR 0001825034-2018-03150. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two stems are being reported since there were 2 stems in the invoice and it is unknown which stem was used. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 36mm cocr mod hd +9mm, pn 11-363665, ln 264220; m/h radial 3-hole shell 62mm, pn 12-104162, ln 262510; arcom 36mm rnglc lnr mrom sz24, pn 12-105994, ln 580960. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a revision hip surgery approximately twelve years post implantation due to loosening.